Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) protective sheath does not stay on the scissors. The sheath ends up inside the patient's abdomen during the procedure. The doctor tried a second protective sheath from the same batch and the same thing happened. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation. Manufacturer report 2955842-2026-08634 documents the other tip cover accessory.